Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during an emergent coiling procedure of a saccular aneurysm (location not provided) via the right femoral, the physician noted that the initial trufill dcs orbit rdfl complex fill coil unraveled/stretched during insertion into the basilar top aneurysm. Neck re-modeling was not done. The micro-catheter was an excelsior sl- 10. There was no reported problem with the micro-catheter. The physician successfully removed the entire coil from the patient as a unit with the micro-catheter. No additional intervention was necessary as a result of the reported product issue. There was no reported adverse event a result of the reported product issue. There was no reported flow restriction/reduction as a result of the product issue. The patient's condition post-procedure was reported to be better than pre-procedure. The aneurysm/target lesion size was reported to be: height: 7.5; width: 5.3; length: 8.4; neck: 3; neck to sac ratio: 2.5. An adequate/continuous flush was maintained at all times to the micro-catheter. The micro-catheter was not re-shaped. There was no reported resistance during advancement of the coil through the micro-catheter. There were no reported kinks/bends noted in the micro-catheter.

Manufacturer narrative:
The report received from the affiliate indicated that during an emergent coiling procedure of a saccular aneurysm (location not provided) via the right femoral, the physician noted that the initial trufill dcs orbit rdfl complex fill coil unraveled/stretched during insertion into the basilar tip aneurysm. The entire coil was removed from the patient as a unit with the noncordis excelsior sl10 microcatheter. There was no reported adverse event a result of the reported product issue. There was no reported flow restriction/reduction as a result of the product issue. The patient's condition post-procedure was reported to be better than pre-procedure. The aneurysm/target lesion size was reported to be: height: 7.5; width: 5.3; length: 8.4; neck: 3; neck to sac ratio: 2.5. Neck re-modeling was not done. An adequate/continuous flush was maintained at all times to the micro-catheter. The micro-catheter was not re-shaped. There was no reported problem with the micro-catheter. There was no resistance between the guidewire and microcatheter when accessing the target site. It is not known if there was resistance during advancement of the coil through the microcatheter or during placement/positioning of the coil in the aneurysm, whether a one-to-one relationship was verified with repositioning, or if the microcatheter was repositioned over the deployed coil. No additional intervention was necessary as a result of the reported product issue. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Part of the embolic coil was out of the introducer. The support coil, rest of the embolic coil and gripper were inside of the introducer which has residues of clear liquid that appear to be saline solution. The embolic coil was still attached to the gripper. Kinks were noted in the hypotube. Neither the introducer nor the support coil presented damages. The embolic coil was stretched on the proximal side. The gripper and embolic coil were inspected under microscope and the stretched section in the embolic coil was confirmed while the gripper presented no damages. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15093319 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported stretching of the coil was confirmed with analysis. The cause of the coil-stretched and kinks noted on the returned hypotube could not be conclusively determined. Inspections are in place to prevent these kinds of damages leaving from the facility. Based on the lack of details related to the stretching of the coil, no conclusion can be made regarding possible contributing procedural factors. With review of the device history records and analysis of the returned device there is no indication that the event is related to the manufacturing process. Therefore, no corrective actions will be taken at this time.